Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. No product at hand. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. The root cause could be usage related. Rationale: according to the quality standard and DHR files a material defect, production and design error can be excluded. Unfortunately due to a lock of data and without the product we cannot determine the exact cause. There is the possibility that the cartridge has not been mounted correctly. An additional reason could be a clip jam. These could have been caused due to a usage error. Possibly the clip jam could be caused due to an improper handling by a too fast application. The too fast application could lead to a deformed slider sheet or something similar and this could cause the jammed clips. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for a clip jam. If further investigations are required, the complaint product and clip applicator should be provided for examination. No CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. If additional information is received a follow up report will be submitted.

Event description:
It was reported the cartridge loosened intraoperatively. During a surgical procedure the cartridge suddenly became loose from the challenger applier. No additional information has been provided. Additional information has been requested, however, not yet received. Concomitant medical products: clip applier, challenger ti-p, size sm, 5 mm, 205 mm. Clip applier, challenger ti-p, size sm, 5 mm, 310 mm. Handle, challenger ti-p, size ml, for pl606r / pl608r.